Manufacturer narrative:
Additional information in h6, h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #1 is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a quantity of six (6) amia automated pd cycler sets were missing caps. This was identified during set up for peritoneal dialysis therapy. The patient did not use the sets. There was no report of patient injury or medical intervention associated with this event. No additional information is available.